Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 435 mg/dl at the time of the incident. Customer reported symptoms related high blood glucose was frustration. Customer's reported that the high blood glucose due to not able to give a correction the morning. The insulin pump will not be returned for analysis.